Event description:
During set up for a procedure, as the technician drew back on the 8ml control syringe, air bubbles were noted in the syringe. The syringe was replaced and no further issues occurred. There was no air injected or patient complications. The used syringe will be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used syringe will be returned, to date it has not been received by the manufacturer. Therefore, a failure analysis is not yet available. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.